Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked enclosure and tank cover an outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated, device did alarm and failed the safety/ electrical test. The pcb was drawing too much current and set off the alarm. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device drew too much current and caused an alarm. No patient injury reported.